Event description:
Physician was using a gel mark ultra during a biopsy with a mammotome probe. The md reported that the applicator was lined up properly but a pellet reportedly became stuck on the ramp of the applicator. When the md removed the applicator, she noticed that the tip had been sheared off. The tip is believed to be in the patient's breast. There are no plans to retrieve it.